Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic nephrectomy sealing could not be completed even though an end tone, signaling a completed seal-cycle, was heard by the surgeon. Oozing occurred but there was no tissue damage.